Event description:
A user facility reported a saline bag back filled during recirculation mode. The technician did not know at what point during recirculation mode the malfunction occurred. A patient was not connected to the machine at the time of the incident. The technician replaced the flow regulator, the air separator, and the uf (ultra-filtration) check valve on the machine. The parts have been requested for evaluation. The machine was scheduled to be tested before it would be returned to service.

Manufacturer narrative:
The actual device was not evaluated by fresenius personnel therefore the failure mode cannot be confirmed or replicated in field testing. However, the facility reported that they replaced the high flow relief regulator, uf check valve, and air separator. The parts were discarded. An investigation of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, the device manufacturing review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
Investigation findings to date indicated the reported malfunction occurred during recirculation and prime (machine set-up), and not during dialysis mode. The user visually observed the saline bag refilling with dialysate during circulation. There have been no adverse events associated with the reported issue. The report is being investigated by the manufacturer via a CAPA. The investigation is pending a supplemental MDR will be filed at the completion of the investigation.